Event description:
The patient experienced a spinous process fracture some time after a lanx interspinous process device was implanted. The surgeon has scheduled a revision surgery to address the fractured spinous process.

Manufacturer narrative:
Method: no testing methods performed (related device was not returned to manufacturer). Method: labeling evaluation performed. The IFU notes spinous process fracture as a possible surgical complication. Results: no results available since no evaluation performed (related device was not returned to manufacturer). Conclusion: known inherent risk of procedure.